Event description:
It was reported that 3 bd ultra fine¿ nano¿ pen needles failed to deliver insulin during use. The consumer did not prime before each injection. The following information was provided by the initial reporter: "consumer reported no insulin flow with 3 pen needles during her injections. Consumer does not prime before every injection."

Manufacturer narrative:
H6. Investigation: customer returned (6) sealed 4mm, 32g pen needles. Customer states that pen needles clogged during injections. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd ultra fine¿ nano¿ pen needles failed to deliver insulin during use. The consumer did not prime before each injection. The following information was provided by the initial reporter: "consumer reported no insulin flow with 3 pen needles during her injections. Consumer does not prime before every injection."